Event description:
It was reported that the patient's newly implanted m 106 device was only intermittently able to detect heart rate at sensitivity level 3 during surgery on (B)(6) 2015. Pre-op EKG was performed and resulted in optimal sensitivity level 3. On setting 3, intermittent signals of heart rate were displayed. The correct heart rate was displayed right after starting the hr detection test and was visible for just a few seconds before being replaced with "????" Indicating lost or no communication. Other sensitivity levels were attempted but the only "????" Was observed. Troubleshooting was attempted to reposition the wand and reduce electromagnetic interference (turned off the lights, turned off potential interfering devices) but the issue did not resolve. The surgeon did not want to reposition the generator to attempt to get better signals. The surgeon was properly trained on the pre-operative/implant procedure and the pre-surgical evaluation was completed in entirety without difficulty prior to surgery. The generator was implanted in the position determined by the pre-surgical evaluation of optimal heart rate detection. There were no other communication issues experienced during device interrogation, programming and diagnostic testing. The device was programmed off while attempting to detect heart rate.

Event description:
Patient was seen by the physician on (B)(6) 2015. Further troubleshooting was attempted on patient¿s vns device. Heart rate was detected but only for 2-3 seconds. At setting 3, the heart rate was accurate (87bpm), but displayed for only a couple seconds before ¿???¿ appeared. All sensitivity settings were checked again. At setting 1, only ¿???¿ was received. At setting 2, heart rate of 135 beats per minute was seen. At setting 4, 103 beats per minute was observed. At setting 5, 137 beats per minute was observed. Data from the tablet shows that the generator had 1400 heart rate detections since (B)(6) 2015. An ECG was not performed because they were in a clinic and had no access to an ECG unit. The physician agreed to order an ECG test for the pre-surgical evaluation to verify that the current generator location is ideal. Review of the decoder data showed that the device was able to sense the patient¿s foreground heart rate. (The foreground heart rate is a continuously updating 10-second average of the patient¿s instantaneous heart rates.)

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data, corrected data: the suspect device UDI was inadvertently left out of the initial MDR.

Event description:
Additional information was received that the pre-surgical evaluation was completed but the results were unknown and there is no EKG printout that could be found. Heartbeat detection was attempted again in the follow up appointment but the same results were received. When the heart rate detection is activated " ****????" Was observed at sensitivity setting 3. It was confirmed that the tablet was not plugged into the wall and that the wand's power light was on when he was communicating with the device. A battery test on the wand was also performed and the light stayed on for 25 seconds. It was confirmed that the wand was being held steady over the device. A system diagnostics was performed and the impedance was 2588 ohms. At sensitivity setting of 5, "****???" Was observed initially, followed by a brief reading of "191" bpm, followed again by ***????. At setting to 4, "***???", "170" bpm, and "***???" Were observed. At setting 3, "***????", "91" bpm, "***????" Were observed. It was confirmed that 91bpm is the patient's heart rate. The patient's generator was able to be communicated with when diagnostics were performed and when the generator was programmed to the sensitivity settings. The patient's autostim was left on, at on current of 0.0ma, and a threshold of 40%.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Manufacturer narrative:
Date received by manufacturer: corrected data: 11/11/2015. The previously submitted supplemental MDR #3 inadvertently listed the incorrect aware date.

Event description:
The generator was explanted and received for analysis. The battery was removed and the printed circuit board assembly (pcba) was subjected to a postburn electrical test in which it failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, the pcba passed the all electrical tests. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process may have been the contributing factor for the observed delays and intermittencies reported from the field during use of sync pulse. The laser-routing process created a deposition of conductive material on the edge of the pcb that resulted in these alternate current pathways. In addition, these leakage paths caused increased supply current drain which leads to a decrease in battery longevity.

Event description:
On (B)(4) 2016, a company representative visited the patient at the physician's office in order to identify the patient's heartbeat detection setting. ECG testing was performed at seven different positions and the median r-wave amplitude was determined to be 0.7 mv, which corresponded to patient specific heartbeat detection setting of 4. At device interrogation, the patient's hearbeat detection setting was set to 3. The tachycardia detection feature was programmed on but the autostimulation output was turned off. Diagnostics were performed and the results were within normal limits. The patient's device was then programmed to a heartbeat detection setting of 4. The patient's heart rate, as measured by a referee device, was compared to the heart rate detected by the generator (displayed by the programmer). The heart rate results appeared to be accurate at both seated and standing positions. The patient's device was finally programmed to the settings as directed by the physician.